Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no reported adverse impact to the customer¿s blood glucose level. Customer received information that pump's microprocessor resets to ensure performance and followed procedures to restart cgm sessions and reload cartridge, successfully resuming insulin.